Event description:
The user could not ligate a cip during a surgery. On checking, the jaws of the applier were found greatly bent. Therefore, a new unit was used instead. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2021. Evaluation of the returned instrument shows that the tips are loose and misaligned and bent to one side, and the jaw pivot pin is pushed thru one side of the damaged/bent outer tube assembly. Further evaluation shows that the inner drive rod (n00185) is bent where its bosses engage the jaws. We are able to validate this complaint. We are unable to determine what caused the tips to be loose and misaligned and bent to one side, and for the jaw pivot pin to be pushed thru one side of the damaged/bent outer tube assembly and for the inner drive rod to become bent where it engages the jaws but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The user could not ligate a cip during a surgery. On checking, the jaws of the applier were found greatly bent. Therefore, a new unit was used instead. The applier was purchased by the hospital within 1 year.